Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the blower temperature is high; error code 1122; the filters are clean and the circulation fan is running. The customer reported there was patient involvement and no patient harm.